Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery does not hold its charge, the battery is more than 5 years old. Requesting pats ID for a replacement battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the battery per customer's request. The battery will be installed independently. Investigation ongoing.

Manufacturer narrative:
E: (B)(6). Phone:(B)(6).

Manufacturer narrative:
No repairs were completed by the field service engineer (fse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. Per source notes, the customer will handle the incident, as they will install the battery independently. Multiple attempts have been made on 02jul2025, 23jul2025, and 06aug2025 to try to obtain further information about the repair of the device, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.